Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a x-ray sponge. The customer states the sponges will fray and break apart after the product is submerged in blood/fluid and sits for a period of time. The customer states that no sponges fell apart in the body cavity and medical intervention was not required.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently on the underway. Upon completion, the results will be forwarded.